Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of eliquis and aspirin. The patient came in for their 45-day follow-up imaging procedure. The imaging showed the device still in a good position with no thrombus or leak present. The patient was placed on dual antiplatelet therapy following this follow-up procedure. Nine (9) months later the patient presented to the hospital experiencing a cerebral vascular accident. A transesophageal echocardiogram (tee) was performed and showed that there was a small thrombus on the face/threaded insert of the closure device. The patient was placed back on eliquis and aspirin following this event. Follow-up imaging showed that the thrombus had resolved. The patient was then kept on aspirin only. There were no complications that occurred as a result of this event.